Event description:
Device report from (B)(4) reported, a plate is broken on both sides and was explanted.

Manufacturer narrative:
Date of manufacture reported as march 2011. Device is in the eval process at synthes (B)(4), no conclusion can be drawn.